Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was sparking.

Manufacturer narrative:
Alleged failure: fuses were discovered to be mismatched (1.6a and a 16a). Fuses were replaced and console turned on, with same result of noise and sparks. Likely a power board issue; this will be replaced. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was sparking.